Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented approximately six (6) weeks postop with elevated intraocular pressure (iop), characterized as "mild and non-serious", which required a change in medication dosage. The report noted the event as "not recovered". Additional information has been requested.

Manufacturer narrative:
Additional information: b5, b6, g2, g3. A review of the device labeling and associated risk documents was completed. Decrease/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Decreased/impaired vision is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR # reference: (B)(4).

Event description:
The following additional information was received. Per report, the patient subsequently presented with a recurrent case of intraocular pressure increase, described as "mild and non-serious", which resolved without treatment approximately six (6) weeks later. However, the intraocular pressure increase recurred again approximately seven (7) months later, associated with worsening visual acuity and visual field, described as "mild and non-serious". Per report, the patient was treated with medication with the iop increase noted as resolving, and the worsening visual acuity and visual field unresolved. The report noted that the events are unlikely study related.

Manufacturer narrative:
Additional information: MFR# reference: (B)(4).